Manufacturer narrative:
The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. We conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. Unfortunately, we did not receive any event history from the customer, and thus, we were unable to review the event history/alarm logs. As a result, we could not replicate or confirm the reported issue. The customer provided additional information stating, the pump is back in service in the hospital now (battery changed). The device was not returned to the service hub for evaluation and analysis; therefore, the reported complaint could not be replicated or confirmed.

Event description:
The event involved a plum 360 driver new where the report stated that while transporting patient to MRI, the pump powered off while dripping propofol. There was patient involvement and no adverse events. The pump is back in service in the hospital now (battery changed).